Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing 'difficulties' with their medical device. Later it was reported that the cause of the event was with the implantable neurostimulator (ins) and lead. Symptoms associated with the event included a pain/shocking sensation at the implant site. Also note, was that the 0 and the 2 electrodes had abdominal impedance measurements. A surgical intervention occurred and there was an ins replacement on (B)(6) 2011. The results of the surgery were that the device was functioning normally. The pt did not require hospitalization and recovered without sequelae.